Event description:
Pt with hx of stress urinary incontinence and underwent a transobturator tape/sling placement in 2006. The pain that was initiated at the time of the procedure had become severe. The patient was initially told postoperatively when she complained of pain that she had a urinary tract infection. She states that in the last 18 months, she has been treated 8 times with antibiotics. She has also been treated with vaginal cream 3 times. She states that she has been able to feel the sling material in the vagina for 4 to 5 months. Her pain is quite severe but she has been able to manage it with ibuprofen thus far. She also reports a heavy, brown, foul discharge from the vagina that started about 6 months after surgery and continues on a daily basis. Six months after placement a nurse practitioner found mesh on examination of the vagina. The patient was referred to the emergency room. In the emergency room, a CT of the pelvis with contrast was done. It showed degenerative changes in the pelvis, hips, and lumbosacral spine. There was no osteomyelitis but an MRI was recommended if there was significant concern of bony infection. There was a "vacuum phenomenon" at the l5-s1 disc space. The patient had a transvaginal ultrasound which was negative at her ER visit. She also had a ua, which suggested a probable uti and she was placed on cipro. The sling was seen on exam in the emergency room. The patient was given additional naprosyn for pain relief and referred to urogynecology for further evaluation. Urogyn eval: the urethral meatus is displaced posteriorly and is difficult to identify. The urethra is extremely tender and there is about a 1 x 1 cm area of graft exposed in the midline with a slight bit of granulation tissue on the left under the midurethra. The bladder is also tender. The entire vagina is tender. Urogyn plan: cystourethroscopy to examine the urethra and bladder relative to the eroded sling. The sling will be removed under anesthesia as much as possible by dr. Cysto: mesh erosion, slow stream, chronic pain. Preoperative appt. Eight mos after placement: removal of the ob tape mesh sling in the or. The next month: postoperative f/u appt: vaginal d/c has subsided, decrease in to lower back pain. Pain in vagina has resolved.